Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan on 10/26/04 and alleged that his meter was reading inaccurately high. The pt stated that he obtained a result of 514 mg/dl on his meter. He went to the hosp and within 10 minutes tested on the hosp meter. The result was 136 mg/dl. The comparison of one meter to another is an invalid comparison. The pt reported no symptoms at the time of testing and no treatment was given to the pt. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests, both failed. Based on the info provided, there is an indication of a meter malfunction, however, there is no indication of a serious injury. A replacement meter and testing supplies are being sent to the pt.